Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wet reagent cartridges. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) found several reagent cartridges with blue liquid on the surface. Fse was unable to determine where the blue liquid originated from. Fse cleaned several reagent cartridges. The customer ran qc. No additional information is available.